Manufacturer narrative:
Evaluation summary: one sample of a device was received for evaluation. The sample was received sealed inside its pouch. A visual inspection was performed and it was observed a sticky residue on the length tube. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a sticky residue at the end of the tube. It was stated that it was cloudy and had a rough surface all throughout. There was no patient involvement.